Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap is sticking out and experienced high blood glucose level. The patient¿s blood glucose level was 87 mg/dl. Customer states the cap of the motor came off. The customer was advised to revert to the backup plan. The product was returned for analysis.